Manufacturer narrative:
Customer reports: insulin leaking and alleged high bgs. Per visual inspection: no physical damage to inpen, cartridge holder or cap was noted. The inpen paired to the commercial app. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Installed front shell to testing inpen and front shell did stay attached. The leadscrew was received 1/2 it's travel. Installed testing insulin cartridge, primed with a 2.0u dose. Primed insulin came out, no leakage noted while priming. Then dialed and dosed 30.0u, allowed 5 seconds for the dose to be complete. Inspected inpen for any leakage. No fluid leaks were noted outside the fluid pathway. In conclusion: no fluid leaks were noted on inpen. Inpen working as design. Unable to verify alleged high bg. Therefore, the customer concern of insulin leaking could not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 400 mg/dl at the time of the event and reported insulin leak in the inpen. The hyperglycemia was treated with insulin pen. Troubleshooting was declined. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.